Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the devices touchscreen was not responding properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite repair. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 18jun2025, 24jun2025, and 30jun2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.